Event description:
The customer reported that the secondary display for this dual screen g9 monitor was only displaying the nk splash screen while in use in the or. No patient harm was reported.

Manufacturer narrative:
The customer reported that the secondary display for this dual screen g9 monitor was only displaying the nk splash screen while in use in the or. When they swapped it out for another g9, the secondary display worked without issue. Technical support suggested he check the number of displays the device was set to in the deep settings and call back if further assistance is needed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/23/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 01/30/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 02/06/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.